Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect hiv ag/ab combo, ln 04j27-27, wiesbaden, germany to architect i2000sr analyzer; ln 03m74-01, abbott manufacturing inc., irving, tx. MDR number 1628664-2019-00294 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier = (B)(6). This report is being filed on an international product list 4j27, that has a similar us product distributed in the us, list 2p36. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect hiv ag/ ab results for a patient. Sid (B)(6) generated results of (B)(6). The customer replaced the kit and generated a result of (B)(6). The patient has a history of an index at (B)(6). No impact to patient management was reported.